Event description:
The customer stated an architect i1000sr analyzer generated a false positive troponin results for one patient sample. The analyzer generated an initial troponin result of 0.079 ug/l and a repeat troponin result of 0.001 ug/l. The false positive troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lot 61948un13 and acceptance criteria was met. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. There was no adverse impact to patient management reported. A product deficiency was not identified.